Manufacturer narrative:
No product will be returned per customer. The customer complaint could not be confirmed because the product was not sequestered for failure investigation. The root cause of this failure was not identified.

Event description:
The customer reported that approximately halfway through an opdivo infusion, the patient noticed fluid at the site of engagement between the filter and tubing. The nurse then inspected the set and realized the connection between the filter and tubing was loose and able to slide off one-another. The nurse taped the connection site. The infusion continued without any additional leakage. There was no patient harm.